Manufacturer narrative:
One used portex® sacett¿ suction above cuff endotracheal tube was returned for investigation. A visual inspection was performed and it was observed that the sample lacked the red cap. The complaint was confirmed. A manufacturing review of a similar device was performed and no discrepancies or leaks were found in the produced devices. All production personnel were following the appropriate procedure. The most probable root causes were determined to be: the tube was damaged after it left the manufacturing facility. The tube was damaged during the manufacturing process. There was a lack of detection by production personnel during the inspection of the material. Material was received damaged from the supplier.

Manufacturer narrative:
See MFR: 3012307300-2017-01529. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that after placement, the one-way valve of the pilot balloon of a portex® sacett¿ suction above cuff endotracheal tube was disconnected. The disconnection was noticed when an attempt was made to release air in order to change the position of the endotracheal tube, but it failed. The endotracheal tube was replaced. Bloody sputum and breathing difficulty was observed in the patient. Patient suffered a hypoxic encephalopathy. The patient's breathing was recovered, but the patient became a "mere vegetable". The patient's doctor stated that the cause for the vegetative state of the patient could not be specified.